Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.136g/10pcs. No sample was available at the time of investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. Based on the investigation, there were no abnormalities found during production or in DHR. Therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported that during a cardiac procedure there was a large amount of lint on the blue towels pwtb04-stm from angio pack, san2arakpi. The towels were laid on the patient drape to absorb fluid. Lint was found on instrument wires. There was a 60 second delay to remove the lint with no patient injury. No clinical data or patient demographics were provided after numerous attempts to obtain.